Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to noise, low impedance measurement and insulation abrasion, lead was explanted and will not be returned. Patient did not experience any clinical problem after the event.